Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, when asked if the motor stall resolved and if the pump recovered upon interrogation, the hcp stated "yes, the motor recovered" and "it took 2 hours".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal fentanyl 2500 mcg/ml at 275 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient had an magnetic resonance imaging (MRI) over 2 hours ago and pump logs were showing motor stall but no recovery. The patient asymptomatic and agent discussed waiting 20min and reinterrogating/checking for motor stall recovery. The hcp asked if he could send patient home with orals and have him take medications.